Manufacturer narrative:
Batch review performed on 09 june 2021: lot 116479k: (B)(4) items manufactured and released on 18-may-2021. No anomalies found related to the problem. To date, no other similar events have been reported.

Event description:
Myknee cut blocks did not arrive for the case scheduled on (B)(6) 2021. Conventional metal instruments had to be used to complete the case in place of the myknee cut blocks, which caused a delay of 37-minutes. The surgery was completed successfully. A consignment set was utilized.